Manufacturer narrative:
This supplemental report is being submitted to correct the report type from adverse event to malfunction. A review of the complaint confirmed that there was no patient injury and the previous report type was selected in error.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch report that states during a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and appendectomy procedure, the probe broke off and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.